Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set had air bubbles / air in line. The following information was provided by the initial reporter: air-in-line alarms occurring both with and without visible air in the IV set and also concerns about sympathetic flow (drips from both primary and secondary) were observed, infusion pulling only from the primary bag, residual volume remaining at completion, and the need for excessive height differentials between primary and secondary containers